Event description:
It was reported that the 9800 system had problems with the cini button sticking, the power cable was loose, the right hand monitor was too dark and it was difficult driving the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced new paper film because the previous film was a bad lot number. This caused the film to jam. The ac power cable assembly was replaced, the cine bridge pcb was reseated and the cine hard drive was replaced. The system was then rebooted several times without error.